Manufacturer narrative:
Additional information received reported that as a result of the system modification, upon extubation, the patient coughed and dislodged a left ventricular (lv) lead clot. The patient developed thrombosis of the central retinal artery with monocular visual loss. No further patient complications have been reported as a result of this event. Corrected section: (B)(4).

Event description:
It was reported that about four months after implant, the right atrial (ra) lead had no atrial capture due to dislodgement into the superior vena cava (svc). The ra lead was programmed off and then removed and replaced about three months later. No patient complications have been reported as a result of this event. The patient is part of the (B)(6) clinical study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: d364trg implantable biv defibrillator 2013-(B)(6), unk-comp-lead implantable defib lead 2013-(B)(6), 3830110 implantable pacing lead 2013-(B)(6), (B)(4).